Manufacturer narrative:
Additional devices reported separately: plc231400, lot # 1717851494, UDI: (B)(4). Plc271200, lot # 17570790, UDI: (B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis occlusion and surgical conversion.

Event description:
On (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm with a maximum diameter of 52mm. Gore® excluder® aaa endoprostheses were utilized. On (B)(6) 2018, a type a aortic dissection was detected. The dissection was distal to the devices and not in the treated zone. Bilateral lower limb ischemia was also detected. On (B)(6) 2018, an aortic graft occlusion with conversion to open repair occurred. A right "axillio"-bifemoral (right to left) bypass was performed. No devices were explanted. All devices were reportedly occluded.